Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were seen for an orthodontic consultation. The diagnosis after reviewing the x-rays and the clinical exam is class ii malocclusion with retrognathic mandible, maxillary transverse deficiency, 9mm overjet, 70% overbite (with lower incisors impingement) and mild maxillary and moderate mandibular crowding. The treatment plan will involve combination of orthodontic treatment with fixed appliances and orthognathic surgery to address both skeletal and dental discrepancies. Treatment with clear aligners will not be sufficient to address the treatment objectives.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.